Event description:
It was reported that the atrial lead was fractured and exhibited noise. The lead was programmed off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).